Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved replacement of the valve bipass aad valve manifold kit. Additionally, a pinion gear and carousel were replaced as a proactive measure. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.

Manufacturer narrative:
Retest data has been provided. An evaluation is in-process.

Event description:
The customer observed false negative high sense troponin results while using the architect i1000sr analyzer. The customer provided the following initial result data for 5 patients, gender not provided (cutoffs provided: less than 20 ng/l for women, less than 30 ng/l for men): sid (B)(4): 0.0 ng/ml, retest 4401.9 ng/l, sid (B)(4): 0.0 ng/ml, retest 494.5 ng/l, sid (B)(4): 0.0 ng/ml. Retest 126.3 ng/l, sid (B)(4): 0.0 ng/ml, retest 924.3 ng/l, sid (B)(4): 0.0 ng/ml, retest 0.3 ng/l. The customer indicated that each result was questioned by the physician. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative high sense troponin results while using the architect i1000sr analyzer. The customer provided the following initial result data for 5 patients, gender not provded (cutoffs provided: <20 ng/l for women, <30 ng/l for men): sid (B)(6): 0.0 ng/ml, retest result data has not been provided. Sid (B)(6): 0.0 ng/ml, retest result data has not been provided. Sid (B)(6): 0.0 ng/ml. Retest result data has not been provided. Sid (B)(6): 0.0 ng/ml, retest result data has not been provided. Sid (B)(6): 0.0 ng/ml, retest 0.3 ng/l the customer indicated that each result was questioned by the physician. Retest result data has not been provided. There was no impact to patient management reported.